Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
It was reported that customer experienced keypad anomaly. Customer reported that the up and down buttons were not responding. It was reported that insulin pump may have been exposed to moisture from sweat. Insulin pump will be replaced.

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to unlocked connector at lcd board. The insulin pump was received with cracked case at display window corners and minor scratched lcd window.